Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported pericardial effusion could not be determined in this event. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report during the procedure, a pre-existing pericardial effusion worsened. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade of 4. One clip was implanted, reducing mr to 2. Prior to the procedure, effusion was noted and had grown after the clip was implanted. Pericardiocentesis was performed and additional medication was given. The patient remained stable. No additional information was provided.